Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room (ER) with chest discomfort. An x-ray of the patient¿s chest revealed a micro-dislodgement on the right ventricular (rv) lead with an unrelated pleural effusion. The rv lead was found to have high thresholds with no capture. The rv lead impedance was noted to have decreased since implant. The rv lead was programmed for maximum pacing a mplitude. The patient is scheduled for a consult on a possible lead revision. The lead remains in use. No further patient complications have been reported as a result of this event.